Manufacturer narrative:
Vyaire file identification: (B)(4). A third party service technician evaluated the ventilator and was not able to verify customer's reported problem.

Event description:
The customer reported that the ltv1200 unit had vent reset issues. At this time, there is no information regarding patient involvement associated with the reported event.